Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off during use on (B)(6) 2024. The infusion set was in use for less than 1 day for the first two events and for 1 to 2 days for another event. The patient was doing physical activity or was sweating or swimming, or bathing when the set fell off. The blood glucose level at the time of both events was 350mg/dl and the patient resolved it by changing soft cannula infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1887229 - MDR 3003442380-2024-08169 - device 1 of 3. E1: patient city: (B)(6).